Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with confirmed coagulase negative staphylococcus peritonitis. The patient was admitted to the hospital on (B)(6) 2014. The following is based on medical records provided by the patient's treatment facility. The patient had problems with his pd catheter and had not been able to fill pd fluid as it appeared clogged. The catheter was removed and vascular surgery was performed to provide the patient access for hemodialysis.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff and physician. Patient is a (B)(6) male with esrd on pd who was hospitalized for claims of a clogged pd catheter. Based on the limited medical records provided, it appears that on (B)(6) 2014, the patient was diagnosed with coagulase negative staphylococcus peritonitis. The patient reported that his pd catheter was not working properly for about a week prior to the diagnosis of peritonitis. On (B)(6) 2014, the patient was admitted to the hospital for removal of his pd catheter and a temporary insertion of a hemodialysis access catheter. Peritonitis is a known complication of pd and is usually the result in a breach in aspheric technique. Due to the patient's history, it is unlikely that the liberty cycler is related to this event of peritonitis. A supplemental report will be submitted upon completion of plant's investigation.